Event description:
It was reported by the attorney that in 1996, the plaintiff underwent a bilateral breast reduction surgery where allegedly vicryl sutures were used. Several months later plaintiff developed post surgical complications that necessitated follow-up procedures on 06/12 and 07/25/1997. Attorney alleges that due to the vicryl sutures used at the first procedure, plaintiff sustained irreparable damage to the breasts. Necessitating their subsequent removal in 1998 the (bilateral mastectomy).